Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2019-03996. It was reported that the patient presented in clinic for a follow up on (B)(6) 2019, after receiving alerts for possible hv lead issue and possible device circuit issue. Device interrogation noted that the patient had an episode of ventricular tachycardia on (B)(6) 2019 and device didn¿t deliver therapy. Rhythm broke spontaneously. There was an episode of over current detection (ocd). The shock was delivered which converted the rhythm successfully, however an alert for no shock was also noted. Patient was asymptomatic. Defibrillation threshold test was not performed. Programming changes were made. Lead revision was discussed. Patient was stable and was sent home with life vest.

Event description:
New information received notes the device and lead were explanted and replaced on (B)(6), 2019. Prior to the replacement procedure, possible output circuit damage and low, out of range high voltage (hv) lead impedance were noted.